Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 125 mg/dl. The customer continued using the pump and had manual injections for insulin therapy.